Manufacturer narrative:
Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The taxus liberte instructions for use (dfu #90216828-01), clearly states; "stent system removal" - if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. - do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. The mfg records for top assembly batch 8260066 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the stent damage can be attributed to not following the stent removal directions in the dfu.

Event description:
This complaint is now reportable based on the analysis completed on 8/28/06. It was reported that during a coronary drug eluting stenting treatment procedure, inability to cross the lesion and withdrawal difficulty occurred. However, the returned product confirmed that there was stent damage. The physician performed an angioplasty of two lesions, proximal and distal of a tortuous mid circumflex (cx) artery. Direct stenting was attempted to the distal lesion with a taxus liberte 3.0x16mm drug eluting stent, but it was impossible to cross the lesion. Upon removal, the stent would not go inside the guiding catheter and a decision was made to retrieve all materials. The physician then successfully direct stented a taxus liberte 3.0x8mm drug eluting stent to the distal lesion and a taxus liberte 4.0x8mm drug eluting stent to the proximal lesion. No pt injuries or complications were reported. Pt status is satisfactory. Device analysis indicated stent damage. This product is only ous approved but it is similar to a marketed us device.